Event description:
Generator analysis was approved on (B)(6) 2013. The generator was explanted and returned due to death; however, the unit was confirmed ¿end of service¿ as result of normal battery depletion. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement. The module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, it was reported that an explanted generator was available for return. The patient was explanted due to death. An online search showed that patient¿s date of death to be (B)(6) 2013. The generator was returned on (B)(6) 2013 and is pending analysis. Review of programming history shows normal diagnostic results. A battery life calculation performed on (B)(6) 2012 showed negative results indicating that the device was likely at end of service at the time. The generator could also not be interrogated at that time, due to end of service. It appears that the patient was not received therapy at the time of death. Attempts for additional information have been unsuccessful.